Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that both the high and low voltage measurements for shock impedance were out of range for this lead. Lead was capped. No adverse patient events were reported. Should additional information become available, this file will be updated.